Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 3 of 3. Material no:328438, batch no: 0153971. Spouse reported when removing the orange caps the needle comes off and stays in the orange caps. Stated this happened with approximately 4 syringes out of each poly bag from his last two boxes. Stated he recycled the 1st box, only able to provide information on 1 box. Date of event: 11/30/20.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-11. Investigation summary : customer returned (9) loose 0.3ml bd insulin syringes. Consumer reported when removing the orange caps the needle comes off and stays in the orange caps. All 9 returned syringes were examined, and it was observed that all 9 exhibited separated needle hub/shield assemblies; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 0153971 all inspections were performed per the applicable operations qc specifications. There was one notification noted for out of spec shield pull. There was one notification noted that did not pertain to the complaint. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: complaint 3 of 3 material no:328438 batch no: 0153971. Spouse reported when removing the orange caps the needle comes off and stays in the orange caps. Stated this happened with approximately 4 syringes out of each poly bag from his last two boxes. Stated he recycled the 1st box, only able to provide information on 1 box. Date of event: (B)(6) 2020.